Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor serter anomaly. Customer's blood glucose at time of incident was unknown. Customer stated she would like to replaced two sensors, one had missing electrode and other the transmitter did not blink and the sensor could not be reconnected. Customer also reported that the introducing needle stayed inside the serter. Customer stated that sometimes she had a problem with removed serter from a sensor. Customer agreed to replace a serter.